Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of hole in balloon was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage and damage during handling; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of ngbs1439 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that the gastrostomy tube allegedly did not hold in place as the balloon was allegedly perforated. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngbs1439 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the gastrostomy tube left spontaneously, due to the balloon being perforated. No other information was provide. No patient injury reported.